Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 30. On (B)(6) 2025, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling and abscess. No further patient complications were reported.